Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non-us event. This malfunction occurred in (B)(6). Consumer states tampon fell apart upon removal and tampon pieces remained inside her. She believes she had removed all remaining pieces. She took midol for cramps. She will contact her doctor if cramping persists or she feels additional pieces remaining inside her.